Event description:
Sq remodulin - per email from cnss (B)(6), patient reported she has been admitted to the hospital due to both of her ms3 pumps supplied by another pharmacy having failed. Date of admittance, length of stay, or any possible discharge date are not known. No visit note completed but a progress note will be entered. Reported to (B)(6) by: health professional.